Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the fiber cable connector and universal controller card (ucc). Fse swapped the patient side cart (psc) transceiver and cleaned the air filters to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ucc was analyzed and found no errors in the system logs. Visual inspection of the device indicated the unit was in good condition. The ucc was installed and tested on the pca test system. The system started up without any error, with good image and good audio. Install instruments and they were recognized without any issue. Ran 20x power cycles, all passed. The board remained on the test for hours in normal operation, it performed without any issue. The fiber cable connector was analyzed and found error 252 on the system logs. Visual inspection of the device indicated the unit was in good condition. Installed cable to pca xi system and power up normal. It was passed communication, good video in both eyes, idle system for 20 minutes, power cycles for one hour no error. The complaint was not confirmed based on failure analysis. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis of ucc and fiber cable connector products found no functional issues. The products were visually inspected and evaluated for their mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned products revealed no issues related to the customer reported event.

Event description:
It was reported that prior to the start (post anesthesia) of a da vinci-assisted simple prostatectomy surgical procedure, the customer informed the technical support engineer (tse) they encountered repeated recoverable faults setting the system up. The customer power cycled the system prior to calling in the issue. Tse reviewed the error logs and found a communication pattern pointing to patient side cart (psc) blue fiber cables (bfc). Tse guided the customer to power the system off, reconnect the bfc to psc and power the system on. After troubleshooting the issue persisted, pointing to psc. Field service engineer (fse) to follow up. The procedure was aborted with no reported injury. Intuitive received the following additional information via follow up: after approximately 15 minutes of the system being on, the fault appeared on x2 occasions. There were no post-operative complications as the procedure was cancelled.